Manufacturer narrative:
Additional point of contact: name: (B)(6). Phone: (B)(6). Email: (B)(6). Contact person occupation: biomedical engineer getinge field service engineer (fse) found batteries failed pm procedure. No error logs to download. Replaced backup batteries. Complete cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's backup batteries failed preventative maintenance procedure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).